Manufacturer narrative:
E1 - initial reporter phone: additional phone number (B)(6). H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that narcotic was drawn up on the opposite side of the plunger, resulting in a loss of narcotics. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.